Event description:
It was reported that the device is getting warm during routine maintenance at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The complaint for heat was confirmed by the repair technician through functional evaluation, disassembly and visual inspection. The rotor was rubbing on the lamstack and the gearhead required cleaning. This may cause a thermal and acoustic event. The rotor assembly was replaced and the gearhead cleaned. The handpiece was repaired and returned to the customer after passing final inspection.

Event description:
It was reported that the device is getting warm during routine maintenance at user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.